Event description:
According to the customer, the image resolution on s8-3t transducer is not good.

Manufacturer narrative:
(B)(4). Medwatch report #1218950-2012-03773 submitted on (B)(4) 2012 was inadvertently reported with the incorrect manufacturer facility site number. This MDR report #3019216-2012-00007 replaces the previous report. No additional changes to this report were required. Image quality degradation during clinical use of the s8-3t was reported under 21 cfr 806 per (B)(4). Customers were informed about what actions to take in order to prevent risks for patients. The returned device was evaluated and confirmed to be associated with the issue identified in the recall. There have been no adverse events as a result of this issue.